Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient's blood glucose on an unspecified date was 400 mg/dl with unspecified ketones. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. This complaint is being reported because a serious health injury was reported and a use error or device malfunction could not be ruled out as a cause or contributor.

Manufacturer narrative:
Follow-up #1 date of submission 12/07/2015-product analysis: the device was returned and evaluated by product analysis on 11/19/2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box found a reboot event on (B)(6) 2015 at 15:53; deliveries were never resumed; a replace cartridge occurred on (B)(6) 2015 at 16:17; deliveries resumed at 17:08. Both events are not indications of a pump malfunction. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. No damage or defect was found to the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).